Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
During preventative maintenance (pm) conducted by a field service engineer (fse) the drive manifold was replaced. The fse calibrated the unit. The unit passed all test and calibrations and is now ready for clinical use. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. (B)(6).

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. Failed " drive manifold tests" vacuum leak failed.the manifold failed the vacuum leak differential pressure at 52 mmhg. The factory specification is +- 25mmhg. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.